Manufacturer narrative:
Ventec downloaded the device's electronic records for analysis where it was confirmed that it had alarmed for low inspiratory pressure as well as "patient circuit disconnected" during the reported event. During testing, however, ventec was unable to reproduce the reported issues. Proper device operation was observed through functional and performance testing. The cause of the reported issues could not be determined.

Event description:
It was reported to ventec that during a patient event the device alarmed multiple times. Personnel attempted cycling power to resolve the alarms but that did work. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient was provided. During the device evaluation, ventec observed that the device had alarmed for low inspiratory pressure as well as "patient circuit disconnected".